Event description:
Dr.(B)(6) placed a resolution clip in the colon, but it wouldn't release. He called 2 surgeons in the room. They decided they would just pull it off and deal with perforation if it occurred. Perforation did not occur. Two more clips were placed to control bleeding. (B)(6) (manager) called bs rep to see if there was anything else we could do. Rep said no, but there were 3 other times in the last 8 years since he had worked for bs where the same thing happened. Part of it the handle part. The clip was left lying loose in the colon, as they normally pass through the colon when they fall off naturally in 6-8 weeks. Diagnosis or reason for use: polyp site bleeding after biopsy.